Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir was occluded. Customer reported that the no delivery alarm was resolved after he had changed out the reservoir. Customer's blood glucose at the time of the incident was 18 mmol/l. Product is not expected to return.